Event description:
Pt developed myeloid cells w/o increase in myelo-blasts at 2001 post autologous transplant for systemic sclerosis in 1999. Developed mds at approx 3 yrs post hsct. Developed refractory anemia requiring regular transfusions. Marked cachexia of uncertain etiology. Admitted to hospital in 2005 for hydration and feeding, and upper abdominal pain.